Event description:
A healthcare worker (hcw) contacted h2o2 when removing a load from a sterrad 100nx completed cycle. It was reported that the h2o2 was on the top of the tray. It was reported that the employee's skin turned white. The employee ran his hand under cool water and did not seek medical attention. The hcw was not wearing personal protective equipment (ppe).

Manufacturer narrative:
Sterrad 100nx user's guide warns: warning! Risk of skin injury: direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and was before re-use.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for sterrad 100nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for h2o2 skin contact. Trending analysis for h2o2 skin contact issues associated to the sterrad 100nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) for skin contact-h2o2 issue is considered "as low as reasonably practicable" (alarp). The unit was assessed by an asp field service engineer (fse) who confirmed the customer report. The fse stated that the load which was removed, contained ice and a higher-than-allowable moisture content. The fse reported that the customer did not use personal protective equipment (ppe) when removing the load after the cycle had cancelled. The fse informed the customer staff regarding the use of ppe that is required when removing completed cycle loads (where moisture is present) from the sterilizer. The fse inspected the unit and found no problem with the sterilizer. A test cycle was performed and the system met all specifications.